Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results on meter to meter comparison within 10 minutes: 500 mg/dl and 166 mg/dl. The same vial of test strips were used.